Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Rezkalla, j., alarouri, h., padang, r., mankad, s., luis, s. A., kane, g. C., & alkhouli, m. (2024). The imaging spectrum of device-related thrombus after percutaneous left atrial appendage occlusion. Case reports, 29(21), 102661.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The computed tomography (CT) imaging showed that there was a device related thrombus present on the closure device. The physician kept the patient on their oral anticoagulation medication in response to this event.